Manufacturer narrative:
Patient codes: 1984 labeled device codes: 4001 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion and the treatment of surgical exposure are listed in the instructions for use (IFU) as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that suture placement in the calcified right common femoral artery was performed with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to a 18f and the tavi procedure was completed. Hemostasis was not fully achieved with the pre-placed proglide sutures; therefore, an angioseal closure device was used to achieve hemostasis. Reportedly, an occlusion of the right femoral artery occurred due to the proglide and angioseal devices. Several attempts were made with different guides; however, the occlusion did not resolve and the patient was transferred to surgery. Surgical repair of the femoral tripod through longitudinal arteriotomy closure with a bovine pericardium patch was performed. Reportedly, the occlusion was due to anterior wall eversion with the sheath. There was a clinically significant delay in the procedure. Hospitalization was prolonged due to embolic stroke. Per physician, the proglide device did not cause or contribute to stroke or prolonged hospitalization. No additional information was provided.